Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, foreign material found inside the air/water cylinder, air/water tube, jet tube, the bending section cover adhesive, bending section cover, and adhesives around the objective and light guide lenses was confirmed. However, foreign material remaining in the device could not be identified. No physical damage was confirmed at the place with the foreign material remained. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU: user can detect/prevent the suggested event by following IFU below. Detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was observed, during device evaluation. That a white foreign material was found inside the air/water cylinder, air/water tube and jet tube of the colonovideoscope. Foreign material was also found on the bending section cover adhesive, bending section cover and adhesives around the objective and light guide lenses. There was no patient involvement.